Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope plus instrument tip flipped automatically and the tip was pointing down, and the user interface displayed the scope tip pointing up. The user wanted to change to the other direction, but when the user presses the button on the touchscreen or touchpad to switch to up or down, the mismatch was preserved, and the image was upside-down. Left was right and right was left to surgeon. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested to remove scope from arm, rotate endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen, press the clutch button on the arm that was holding the endoscope (to cancel guided scope change), and to reinstall the endoscope onto the arm. The issue was resolved. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer noted the image was not inverted. The endoscope moved freely with uncontrolled motion however unaware if the event involved a reversed control on system arms. There was no damage on the endoscope¿s adapter/base such as missing screw(s) or component. It is unknown if the endoscope manually rotated 180 degrees. The issue was resolved by taking the scope out and hit the instrument clutch button 2 times to reset and then reinserted the scope which worked. The endoscope was working fine and not required for return to isi. No photos and/or videos of this event available for isi to review.

Manufacturer narrative:
An investigation was completed to determine the cause of the reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to remove the endoscope from the universal surgical manipulator (usm), rotate the endoscope, press the clutch button on the usm to cancel guided tool change and reinstall the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. The probable root cause is attributed to improper customer setup. It can be resolved by removing the endoscope from the usm, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.